Manufacturer narrative:
Concomitant medical products: product ID: 5024m-58 lead, implanted: (B)(6) 1998.

Event description:
It was reported that a remote transmission showed suspected intermittent undersensing of the atrial lead during atrial high rate episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.